Event description:
Pt was treated in 2003 and again in 2004. At three-month post treatment (2004) the pt had developed two dents on forehead one on each side, lateral eyebrow area. At most recent follow-up (5 months later): 2 days ago pt had collagen injections on the two dents in the forehead, lateral eyebrow area.